Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to broken reservoir tubing that caused the device to stop cycling. All components were removed. A new ipp was then implanted with the reservoir placed ectopically through a counter incision. The device has been returned for analysis and a supplemental report will be provided upon its completion.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to broken reservoir tubing that caused the device to stop cycling. All components were removed. A new ipp was then implanted with the reservoir placed ectopically through a counter incision. There wee no patient complications.

Manufacturer narrative:
Model number: 72404233, lot number: 915905003, model description: cx preconnect ms 21cm ps iz. Product investigation: reservoir the complaint component was returned and analyzed, and the reported allegation of cycling issues was confirmed via product analysis. Analysis and functional testing of the returned reservoir flat iz 100 ml device revealed that reservoir tubing leaked due to wear and fatigue. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required. Preconnect the complaint component was returned and analyzed, and the reported allegation of cycling issues was not confirmed via product analysis. The ams 700 cylinders and pump were visually inspected. There was no leak. The cylinders performed within specifications. The pump was contaminated; therefore, could not be tested. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.